Event description:
Approximately 9 years postoperatively a tka, a 75 y/o male patient was revised. The surgeon took out the 11mm poly liner and replaced it with a 15mm poly. This gave the patient better stabilization. The surgeon then closed the knee in standard fashion. Patient was last known to be in stable condition following the event. The devices were disposed of by the hospital.. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that approximately 9 years postoperatively a tka, a 75 y/o male patient was revised. The surgeon took out the 11mm poly liner and replaced it with a 15mm poly. This gave the patient better stabilization. The surgeon then closed the knee in standard fashion. Patient was last known to be in stable condition following the event. The devices were disposed of by the hospital. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint. No information provided in the following section(s): a4, a5, and b6. The following section(s) have additional info; b5, g4, g7, h1, h2, h3, h6, and h7.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision reason not reported. The surgeon opened the knee in standard fashion. The surgeon took out the 11 mm poly liner and replaced it with a 15 mm poly. This gave the patient better stabilization. The surgeon then closed the knee in standard fashion. Patient was last known to be in stable condition following the event.